Manufacturer narrative:
Pending completion of device investigation/analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that ubc (universal battery charger) showed a red light on slot number 2, from time to time, when the batteries were rather low. Additional information stated that a burned component was found near component c50. The motherboard was replaced, and the problem was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported charging issue regarding slot 2 of the universal battery charger (ubc)was confirmed via product testing. The heartmate universal battery charger (serial #: (B)(6) was serviced at the abbott european distribution center (edc) on 02 dec 2020. Upon power up it was observed that the ubc slot number 2 was not able to charge and this produced a red light on the ubc and during further observation electrical damage was seen on the power supply pcb related to slot 2 of the battery charger. The pcb was swapped and the ubc was able to operate as intended through all stages of testing. The ubc was placed in the abbott rental pool and the original pcb was forwarded to the abbott product performance engineering (ppe) lab for further analysis. During further testing it was observed that a transistor on the pcb was outputting a higher than expected voltage. The surrounding components were measured to have expected voltage readings. A higher than expected voltage can lead to higher than expected temperatures on a pcb, causing electrical fire. Although not confirmed, higher than expected voltages causing component failure may have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 20 jun 2017. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.